Manufacturer narrative:
(B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same issue identified seven complaints for part (catalog) number and one other complaint identified for lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017 10904/10905/10906.

Event description:
Information was received based on review of clinical study, (B)(6). It was reported that a patient underwent a right knee surgery on (B)(6) 2014. Subsequently the patient reported some problems walking and performing usual activities, extreme pain and the use of crutches at 3 months follow up visit on (B)(6) 2015. During the six months post op the patient reported problems walking about and performing usual activities, moderate pain, extremely difficult to get in or out of car, 5-15 minutes of walking before severe pain,very painful to stand up, limping all the time, impossible to kneel, pain in bed most night, that pain has greatly interfered with usual work, moderately difficult to shop, extremely difficult to walk down stairs. During the one year post op visit on (B)(6) 2016, the patient reported problems walking about and performing usual activities, moderate pain, limping most of the time, extremely difficult to kneel, extremely difficult to walk down stairs. No further information was provided and patient's outcome is unknown. Attempts to obtain further information were performed, yet no additional information was provided.